Manufacturer narrative:
Citation: bleiziffer s et al. Long-term outcomes after transcatheter aortic valve implantation in failed bioprosthetic valves. Eur heart j. 2020 jun 27;ehaa544. Doi: 10.1093/eurheartj/ehaa544. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a comprehensive assessment of long-term survival and reintervention outcomes after transcatheter aortic valve-in-valve (viv) implantation. All data were retrospectively collected from the multi-center vivid (valve in valve international data) registry between april 2007 and december 2014. The study population included 1,006 patients and was predominantly male with a mean age of 78 years and a mean weight of 75 kg. Of those, 525 underwent transcatheter aortic viv implantation with medtronic transcatheter valves: corevalve or evolut r (523), and melody (2). No serial numbers were provided. Among all patients, 10 intra-procedural deaths occurred. Of those, 0.8% were treated with corevalve or evolut r. No further details were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: second transcatheter valve implanted during the index viv procedure; permanent pacemaker implantation; valve malposition; major stroke; coronary obstruction; mild to severe aortic regurgitation (observed with corevalve and evolut r); mild to moderate aortic regurgitation (observed with melody); major vascular complications (observed with corevalve and evolut r); major bleeding; and post-procedural mean gradient greater than or equal to 20 mmhg. Types of reintervention performed over the long-term follow-up: redo transcatheter aortic valve replacement; surgical aortic valve replacement; and balloon aortic valvuloplasty. The causes of reintervention included: stenosis; regurgitation; mixed stenosis/regurgitation; endocarditis; valve thrombosis; and unknown. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.